Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 600 mg/dl. The customer treated the blood glucose with a bolus. The customer also complained of bubbles in the reservoir tube. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The customer was advised to keep insulin stored at room temp. The customer preformed a function test and the pump failed twice. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.